Manufacturer narrative:
(B)(4)

Event description:
It was reported that at 2,000 joules, 3 minutes while using the surgical fiber during a prostate procedure, the output beam was observed to be multidirectional, including a straight beam, presenting risk to the bladder. The patient outcome was reported as "ok" - there was no injury reported; the method used to complete the procedure was not reported.